Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. No motion sensor test failure alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Nurse reported via phone call that the insulin pump alarmed motor error and check settings. Customer's blood glucose at the time of the incident was 187 mg/dl. It was stated that 2 weeks back the customer had dental x-rays while wearing the insulin pump. The alarm history showed multiple motor error alarms, a motor position encoder error alarm and a motion sensor test failure alarm. Troubleshooting was performed. The device was returned for analysis.